Event description:
It was reported that a catheter issue occurred. An opticross 6 hd was selected for ultrasound examination of the target lesion. The catheter was loaded onto the guidewire, and the transducer began spinning on its own, with no one touching any buttons. The back end/shaft of the catheter became mangled. The procedure was completed with an additional catheter. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate.